Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm and right common iliac aneurysm using a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. During the procedure, the iliac branch component was deployed as planned, and the right internal iliac artery (riia) was cannulated. An attempt was made to insert an internal iliac component (hgb161007) into the riia, but the device was reportedly caught at the right internal iliac ostium and was unable to be delivered. The pull-through wire was released and a 12fr sheath was inserted, but the sheath was reportedly caught approximately 5mm inside the riia. The internal iliac component was inserted, but it reportedly could not be advanced to the desired location. The device was deployed, and the trailing end of the stent graft was landed about 7mm proximal to the flow divider of iliac branch component. After all stent-grafts were deployed, final angiography showed no blood flow in the riia. No additional treatments were performed. The patient tolerated the procedure. The physician commented that the iia ostium was narrow and calcification was significant, so the device could not be delivered as planned. Since the condition of iia was originally poor, it might have been occluded by wire manipulation or device delivery.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of device or native vessel. Per IFU, considerations for patient selection include, but are not limited to, patient¿s anatomical suitability for endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.